Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen went blank and was not delivering insulin correctly. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. (B)(4).